Manufacturer narrative:
This product is already in-house at cordis de mexico, and has been sent to failure analysis for evaluation and testing; however, the engineering evaluation has not been completed. Additional information will be submitted within 30 days of receipt.

Event description:
Loose fibers were found inside the sterile pouch of a sterile durastar unit used for accelerated aging in cordis (B)(4). This test unit had come from hcs as a sterile product.

Manufacturer narrative:
During accelerated aging of a durastar ptca balloon catheter, loose fibers were found inside the sterile pouch. This testing was done by cordis on a unit that had come from the distribution center ((B)(4)) as a sterile product. One sterile durastar 2.25/10mm was received in its original sealed pouch. The pouch had a circle marked on it; however, no loose fibers were detected. The pet team checked the sealed pouch but no fiber was found. The pouch was opened and no loose fiber was found. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The failure reported could not be confirmed; no loose fibers were found during analysis. Although this complaint was not confirmed, actions were previously opened to address similar complaints that were confirmed. No additional actions will be taken at this time.